Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Medical records review: the patient with pulmonary embolism and deep vein thrombosis had a vena cava filter deployed just below the renal veins. Approximately two years and one month post filter deployment, the patient reported: right lower quadrant pain that had been present for two years on and off; gallbladder removal two years prior; sponge kidneys; and a filter in place. A computed tomography (CT) scan of the abdomen and pelvis performed demonstrated no acute abdominopelvic pathology and the filter at the level of the right renal vein ostium with one of the legs possibly extending into the right renal vein. Approximately two years and four months post filter deployment, a CT scan of the abdomen and pelvis performed for abdominal pain demonstrated the filter in place. Approximately two years and nine months post filter deployment, the patient¿s mother reported that the patient would be referred to vascular surgery for filter removal which was causing the patient much pain. The results of the referral and the current condition of the patient are unknown. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Therefore, the investigation is inconclusive for perforation of the inferior vena cava (ivc) as it is unclear from the provided medial records if any of the legs could be perforating the ivc. Additionally, the investigation is inconclusive for detachment of filter limbs. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiration date 08/2014); (device manufacture date 08/2013). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter limbs perforated and detached. The device was removed percutaneously and the detached strut was removed percutaneously. The status of the patient is unknown.